Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device had a pocket infection on (B)(6) and was treated with antibiotics. Furthermore, the physician opted to remove the system. There were no additional adverse patient effects were reported. The product was explanted.